Event description:
ICU medical plum 360 pump battery depleted during use without adequate warnings per technical manual. Pump alarmed 4 minute warning prior to shut off, but did not have the 30 minute warning. The battery was a new battery replaced in (B)(6) 2025 during pm inspection, the battery failed in (B)(6) 2025. This was also replicated during a replication test of the battery. Battery replaced per ICU medical tech support. Battery info: lot # off battery box: 14264129, lot# off battery: dh26amak2b. No 30 minute warning on low battery.